Event description:
It was reported that the patient had not been in for the follow up in 5 years. When the field representative tried to interrogate the device, the patient started to feel dizzy and almost fainted. The programmer was not connecting to the device and there was no pacing. The physician implanted immediately a temporary pace maker and rescued the patient. The device was not possible to interrogate. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analysis revealed normal battery depletion.